Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient¿s friend/family member reported that patient had broken wires and their device had to be replaced. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient¿s ins was moving in their pocket. During visits to their healthcare provider¿s office, it was determined that there were multiple sites with impedances over 4000 ohms, so they determined something must have happened to the lead. During the revision surgery, the healthcare professional opened the pocket and pulled out the ins and it was noted that the lead was broken right at the entry point to the ins; it was completely stuck inside the ins head. The lead and ins were then replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the event date was unknown however the patient noticed their ins was moving when they were traveling. No further information reported.